Manufacturer narrative:
Manufacturing review: the device history records have been reviewed with special attention to the raw materials, subassemblies, manufacturing process and quality control testing. This lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. This is the only event reported to date for this lot number and failure mode. Visual/microscopic inspection: as the device was not returned, an inspection could not be performed. Functional/performance evaluation: as the device was not returned, an evaluation could not be performed. Medical record review (first): patient presented with left lower leg malignant melanoma. Surgery was performed to remove of the melanoma with skin grafting. Following surgery deep vein thrombosis developed. The biopsy results concluded positive with inguinal lymphadenopathy, a second surgery was schedule. A vena cava filter was deployed successfully for history of dvt. Approximately 18 months post filter deployment in attempt to retrieve the vena cava filter was unsuccessful. Despite multiple attempts made with a snare device and a recovery cone the filter could not be retrieved. Guided fluoroscopy demonstrated the filter apex embedded in the ivc wall. The decision was made to leave the filter in place and monitor the patient. The patient was hemodynamically stable after the procedure was completed. Medical record review (second): the preoperative diagnosis for inferior vena cava filter placement was large deep venous thrombosis. The right femoral vein was accessed and a wire was inserted up through the ivc. An angiogram identified the level of the renal veins as well as the bifurcation. The filter was put up to the level of the l1-l2 interspace and deployed in standard fashion. A completion angiogram demonstrated adequate apposition of the filter to the walls of the ivc and the filter was noted to be in correct placement. There were no complications. Image/photo review: as medical images and photos were not provided, a review could not be performed. Conclusion: neither the device nor images were returned. Medical records were provided. The medical records allege that a g2 express filter could not be retrieved because the tip of the filter was embedded in the ivc wall. Based on the medical records, filter tilt and an unsuccessful retrieval attempt can be confirmed. The unsuccessful retrieval attempt was likely the result of the filter being tilted within the ivc. It is unknown how the filter became tilted. Based on the available information, the definitive root cause is unknown. Labeling review: the current IFU (instructions for use) states: warnings/potential complications: movement, migration or tilt of the filter are known complications of vena cava filters. Filter malposition. Filter tilt. Note: it is possible that complications such as those described in the "warnings", "precautions," or "potential complications" sections of this instructions for use may affect the recoverability of the device and result in the clinician's decision to have the device remain permanently implanted. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that approximately 18 months post vena cava filter deployment for history of dvt and pe. A snare device and recovery cone were used to capture and retrieve the filter; however, despite multiple attempts made the filter remains implanted. Guided fluoroscopy demonstrated the filter apex to be embedded in the ivc wall. There was no reported patient injury. New information received: medical records were received and reviewed. The vena cava filter was successfully deployed without incident for large deep venous thrombosis. No additional information was provided in medical records received.

Manufacturer narrative:
Manufacturing review: the device history records have been reviewed with special attention to the raw materials, subassemblies, manufacturing process and quality control testing. This lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. This is the only event reported to date for this lot number and failure mode. Visual/microscopic inspection: as the device was not returned, an inspection could not be performed. Functional/performance evaluation: as the device was not returned, an evaluation could not be performed. Image/photo review: no medical images have been made available to the manufacturer. Conclusion: neither the device nor images were returned. Medical records were provided. The medical records allege that a g2 express filter could not be retrieved because the tip of the filter was embedded in the ivc wall. Based on the medical records, filter tilt and an unsuccessful retrieval attempt can be confirmed. The unsuccessful retrieval attempt was likely the result of the filter being tilted within the ivc. It is unknown how the filter became tilted. Based on the available information, the definitive root cause is unknown. Labeling review: the current IFU (instructions for use) states: warnings: movement, migration or tilt of the filter are known complications of vena cava filters. Potential complications: filter malposition. Filter tilt. (B)(4).

Manufacturer narrative:
No medical images have been made available to the manufacturer. As the lot number for the device was provided, a review of the device history records is currently being performed. The device has not been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway. Medical records received and reviewed. Patient presented with left lower leg malignant melanoma. Surgery was performed to remove of the melanoma with skin grafting. Following surgery deep vein thrombosis developed. The biopsy results concluded positive with inguinal lymphadenopathy, a second surgery was schedule. A vena cava filter was deployed successfully for history of dvt. Approximately 18 months post filter deployment in attempt to retrieve the vena cava filter was unsuccessful. Despite multiple attempts made with a snare device and a recovery cone the filter could not be retrieved. Guided fluoroscopy demonstrated the filter apex embedded in the ivc wall. The decision was made to leave the filter in place and monitor the patient. The patient was hemodynamically stable after the procedure was completed. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that the patient had a previous history of dvt and pulmonary emboli. Prior to an impending surgical procedure, a g2 ivc filter was deployed due to patient's risk factors. Approximately 18 months after deployment, the filter was no longer required and an attempt was made to retrieve the filter. The tip of the filter was embedded in the vena cava and could not be removed. There was no reported injury.